Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was using the prograsp forceps instrument to hold tissue when suddenly the tissue became loose and found the tip of the instrument to be broken and unable to hold the tissue. The procedure was completed with no reported injury. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.

Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the primary finding of grip pin dislodged to be related to the customer reported complaint. The instrument was found to have the grip pin dislodged at the distal end. The pin was still intact with one grip. The root cause of the dislodged instrument grips pin is attributed to manufacturing. A review of the instrument log for the prograsp forceps (pn # 471093-11, lot # k10210322-0467) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4) for approximately 1 minute. The alleged event occurred on the 2nd use of the instrument. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: this instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together. The pin is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.